Event description:
While the model 3100a was being setup for pt treatment, the user noted that the audible alarm was inoperative. Another 3100a was used for pt treatment, and there was no compromise to the pt.